Manufacturer narrative:
(B)(6). This lot was manufactured august 14, 2017 ¿ august 15, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Since a functional flow rate test must be performed on the actual device to verify the flow rate accuracy; the issue could neither be objectively confirmed nor refuted through viewing the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor would not flow. When the device was being changed, it ¿appeared still full¿. The nurse disconnected the device and attached a new one. No leaks were observed. The device was filled with 8000mg flucloxacillin diluted in an unspecified volume of 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.